Manufacturer narrative:
The device was returned for analysis. The reported ¿device was difficult to advance¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported ¿wire loop was outside of the system¿ was observed as a loose link. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d3: lot number. H4: manufacturing date.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8fr sheath hole prior to a endovascular aneurysm repair (evar) procedure. Reportedly, the prostyle device was difficult to advance. When pulling back the prostyle, the wire loop was outside of the system although no manipulations had been performed. The puncture hole had become bigger resulting in bleeding and a hematoma. The sheath was upsized to a 11fr and 18fr sheath to stop the bleeding. Manual compression and an additional prostyle device were used to treat the hematoma and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.